Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown screw, lot #unk this report will be amended when our investigation is complete.

Event description:
It is reported that during surgery a 15mm screw was found in packaging labeled for a 25mm screw.